Event description:
It was reported that the devices were difficult to remove and required an additional device. A carotid wallstent and filterwire ez were selected for use in a procedure to treat carotid disease. After successfully deployment of the carotid wallstent, the stent delivery system became difficult to remove from the filterwire ez. Additionally, the filter could not be recaptured by the retrieval sheath. The filter was snared into the carotid wallstent delivery system using an endovascular recovery maneuver. Both devices were removed intact. There were no patient complications as a result of this event. The procedure was completed with the original devices.

Manufacturer narrative:
Device eval by MFR: the device was returned and analysis was completed. Visual inspection revealed the filterwire ez was returned inside a carotid wallstent. The filterwire ez was removed from the carotid wallstent without any resistance. The filterwire ez was kinked. The spring tip was bent and stretched.

Event description:
It was reported that the devices were difficult to remove and required an additional device. A carotid wallstent and filterwire ez were selected for use in a procedure to treat carotid disease. After successfully deployment of the carotid wallstent, the stent delivery system became difficult to remove from the filterwire ez. Additionally, the filter could not be recaptured by the retrieval sheath. The filter was snared into the carotid wallstent delivery system using an endovascular recovery maneuver. Both devices were removed intact. There were no patient complications as a result of this event. The procedure was completed with the original devices.